Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded 300 units of insulin in the cartridge and the pump displayed "+180". Tandem technical support advised the customer that per the user guide, any (+) value is correct; after 10 units are delivered, an actual number would be displayed. The customer acknowledged and declined further troubleshooting. The customer's blood glucose level was not impacted due to the reported issue.